Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 569 mg/dl, which the customer treated with manual injections. The customer discontinued use of the insulin pump and started back on insulin pump therapy 4 days later. The customer's mother stated that the infusion set had been pulled out and no one had informed them that they could put it back. She confirmed that no hospitalization occurred as the customer discontinued use of the insulin pump and reverted to manual injections. Nothing further reported.